Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump buttons unresponsive. Customer's blood glucose was 122 mg/dl. Customer stated got low reservoir then buttons did not work and then it alarmed no delivery. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, prime, and excessive no delivery tests. No excessive no delivery alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The low reservoir alarm functioned properly during the testing. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a broken belt clip slot.